Event description:
Baxter (B)(4) reported that there were cracks on the twist switch of the transfer set. No disinfectant was used on the set by patient or doctor. There was patient involvement, however, no patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a damaged twist clamp was confirmed in the lab. The results of a sample evaluation revealed a crack on the light blue main body. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information; therefore, the cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.